Event description:
It was reported that during an unk procedure, the metal piece of the reload is lodged in the device. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.